Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 37711, serial#: (B)(4)) found a punch out hole in the #0 set screw grommet. During the connector block leakage test, abnormal impedances were observed from circuit #0; this indicated the presence of a leakage path in the connector module area of the ins.

Manufacturer narrative:
(B)(4). Lead: model 3777-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; lead: model 3777-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; programmer: model 37742, serial# (B)(4); recharger: model 37752, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a slight warming sensation in her back where the stimulator was, starting in (B)(6) of 2012. By (B)(6), it had progressed to "burning hot". The patient turned stimulation off and the sensation went away within an hour. The patient had increased pain as she was unable to use her stimulation system, which had been working great. Impedance measurements were normal. The hcp decided to replace the ins, and the burning sensation immediately resolved. It was reported that the patient recovered without sequela.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.